Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and exhibited loss of capture. The patient was not a pacemaker dependent. The plan was to perform an invasive procedure. At this time, this rv lead remains in service. No adverse patient effects were reported. Additional information indicates that this rv lead was repositioned. The lead had not moved per x-ray. The physician deemed it as microdislodgement. The patient was hospitalized for a night. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.